Event description:
Customer reported the insulin pump alarm no delivery during manual prime. Customer's blood glucose was 101 mg/dl. Alarm and possible causes were explained to the customer. Customer changed out entire set prior to call. Customer was walked through process. Customer was able to see drops with out error on screen. Customer was advised to monitor the device. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Evaluated one opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into an insulin pump. Performed infusion set and catheter tip tests. Conclusion: the reservoir was not occluded.